Manufacturer narrative:
Multiple attempts were made to contact the physician regarding patient status. If further information is received at a later date a supplemental report will be sent.

Event description:
It was reported that the patient underwent a latera absorbable nasal implant procedure and then, about 6 months post-procedure presented with redness and swelling along the area of the implant and an ulcer on the area over the lower lateral cartilage on one side. The implant was suspected to be 'poking' almost through the lower lateral cartilage. Surgical removal of the infected implant was attempted unsuccessfully as it was difficult to feel the location of the implant. Topical and systemic steroids were prescribed. No further information is available at this time regarding patient status.